Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele, enterocele, cystocele on (B)(6) 2010 and a mesh and pinnacle and uphold were implanted into the patient. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion, the patient experienced urinary problems, bowel problems, recurrence, neuromuscular and vaginal scarring. (B)(4).